Event description:
The baxter technician reported a broken door latch found during service. There was no injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-204.